Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding. Another perclose device was deployed to obtain hemostasis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Major bleed : the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.